Event description:
Patient with subtrochanteric femur fracture. Operated primarily with insertion of a gamm3 nail. Eventually, infection was added. Reoperated with debridement (cleaning) and exchange for a new identical implant (stryker gamma-3).

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.